Event description:
This patient presented with a calcified neck and a tight aortic distal waist. Following successful deployment of the trunk-ipsilateral leg component of the gore excluder aaa endoprosthesis, the physician attempted to cannulate the contralateral gate prior to ballooning the proximal portion of the trunk-ipsilateral leg component. The device was reported to have moved proximally approximately 6 cm, covering both renal arteries. The physician was able to successfully go up and over the bifurcation and pull the device down to approximately 1.5 cm below the renal arteries. At this point, a reported tear was noted in the device, which was successfully resolved by deploying an aortic extender component. The patient was reported to be doing well following the procedure.

Manufacturer narrative:
H3: the device remains functioning in the patient. H6: a review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.